Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was also unable to perform basic occlusion, occlusion and excessive no delivery tests due to prime/fill anomaly. Device passed the displacement test and10u bolus delivery. No motor error alarms occurred during test. The motor passed the motor test. Device had cracked case at all corners of display window, cracked reservoir tube lip, and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose value was 47 mg/dl; treated with food and it went to 79 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field or dropped. The customer received another motor error alarm during the displacement test. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.